Event description:
Information received by medtronic indicated that the customer reported the reservoir was leaking. Troubleshooting was performed and the customer stated the leak occurred during normal use and the leak past the 2nd o ring. The customer stated the pump just started alarming last night and when checked the pump and also found the reservoir had leaked insulin into the pump led up to the event. The customer stated that the fluid in the reservoir compartment. The customer received a critical pump error/open book image. Explained the pump performs safety checks and an error was found. The customer was assisted in performing self test and the customer was unable to complete due to critical pump error. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis. It was unknown whether the customer will continue using the device and the reservoir will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked middle (enter) keypad button, keypad overlay scratched, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The attempt to download/upload using crest/thump was successful. Three occurrences of pump error 63 appear in the error log fault number field of the adapt tool. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j1. In summary, the customer¿s report of an open book was confirmed during testing. According to the adapt tool, the critical pump error (open book image) and pump error 63 are due to a problem with the twi interface on the main/motor processor which is a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.